Event description:
It was reported while placing a midline catheter in a patient with complicated venous access, the metal guidewire became stuck in the mandrel. The anesthesiologist was unable to remove the guidewire to reposition the mandrel and therefore removed both devices. This is a patient with difficult venous access, even under ultrasound guidance. As a result, the anesthesiologist changed technique and inserted a tunneled central venous catheter causing a delay in treatment for the patient. No further information was provided. 02/12/2026: it was found during an investigation the adhesive filet at the proximal end of the coiled section of the guidewire was missing. Damage was observed near this area and on the coiled wire about 2 cm proximal to the distal tip of the guidewire. The proximal end of the bevel of the introducer needle was also observed to be damaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire stuck in an introducer needle is confirmed; however, the exact cause is unknown. One nitinol guidewire and one safecan introducer needle were returned for evaluation. An initial visual observation showed the guidewire was returned inserted into the introducer needle and it was found to be stuck. Use residue was observed on the returned samples. A microscopic observation revealed that the adhesive filet at the proximal end of the coiled section of the guidewire was missing. What appears to be a deep scratch or gouge was observed on the core wire just proximal to the coiled section of the guidewire. The proximal end of the bevel of the introducer needle was observed to be damaged. The coiled wire was found to be damaged approximately 1.75 cm proximal to its distal tip. No breaks in the core wire were found, and the distal tip of the guidewire was observed to be present and intact. The damage to the needle bevel suggests the guidewire may have been retracted while within the needle which could cause the guidewire to become stuck; however, it is unknown if the damage to the adhesive filet and/or coiled wire was present prior to use; this damage may have also made passage through the introducer needle difficult. Therefore, the cause of the guidewire stuck within the introducer needle is unknown. This complaint will be recorded for future trending and monitoring purposes.